Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl. The customer also reported that the insulin pump received calibration not accepted and change sensor alerts. The customer declined troubleshooting for low blood glucose. The customer's current blood glucose level was 79 mg/dl. The insulin pump will not be returned for analysis.